Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms. It was noted the clinic was aware of this and are looking into revising the lead at some point in the future. The lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured -80 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms. It was noted the clinic was aware of this and are looking into revising the lead at some point in the future. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this ra lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms. It was noted the clinic was aware of this and are looking into revising the lead at some point in the future. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.